Manufacturer narrative:
Additional information was found from a computed tomography (CT) review that the patient had an endoleak ii.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015 the patient had an initial procedure where a bifurcated stent was implanted. A follow up computed tomography was done and the physician identified an occlusion of the main body left limb. On (B)(6) 2016 the physician elected to proactively implant a bare metal stent inside the main body of the limb. Patient condition post procedure is stable and there is still flow through the implanted stent. Physician has determined an additional procedure is needed and the patient will be scheduled once patient has recovered from secondary procedure completed on (B)(6) 2016.